Event description:
It was reported that there was "significantly diminished vaporization efficiency" at 72,011 joules of use. The fiber was emitting energy at a decreased level and therefore no longer vaporizing efficiently. The procedure was completed using a second fiber. Pt outcomes: "no pt injury reported".

Manufacturer narrative:
(B)(4). The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The metal cap exhibits mild char. The glass cap exhibits moderate devitrification at the output window. The metal cap is loose within the outer flow tubing. The outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and techniques) encountered during the procedure which limiting the performance of the fiber.